Event description:
A home patient contacted baxter's technicial service center for assistance. The home patient stated he was connected during priming. Baxter's technical service representative advised the home patient contact his nurse as soon as possible regarding connection being made during priming. No patient injury or medical intervention reported at the time of the incident.